Manufacturer narrative:
(B)(4). The returned device was evaluated by the product analysis laboratory (pal). A device history record review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was not performed as records revealed that the device had not been serviced in more than one year. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test was successfully performed. A short simulated therapy was successfully performed. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) events identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis therapy. The patient was hospitalized prior to the death because they experienced a heart attack about two weeks prior to the reported event. The patient was unable to undergo an angioplasty and had a pacemaker placed instead. The patient then had experienced another heart attack which led to the death. The therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.